Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not symptomatic. It was noted that several non sustained oversensing episodes and ventricular non capture was observed on the right ventricular lead. Programming changes were made to increase output. The patient was to return in clinic for re-evaluation at a future date. The patient was stable.